Event description:
Customer reported that the device had a service indication and various fault codes in memory that indicate a potentially critical failure. Physio-control evaluated the device and observed that it had no pacing or defibrillator functions and the therapy pcb had a clicking sound. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.